Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacture's field service engineer (fse) reported that a ventilator was experiencing a loud blower noise during pre-use set up. The device was evaluated by the fse who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The manufacturer¿s international service engineer (fse) replaced the blower assembly to address the reported problem. The unit was then functionally tested, passed testing, and returned to service. No other abnormalities were observed.